Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty to remove and malposition (tilt) of device. This information was received from various sources. All eight malfunctions involved patients with no reported consequences. The eight patients ranged from 45-75 years of age and 130-190 lbs. Of the reported patients, five were female and the remaining three patients¿ sex were not reported.

Manufacturer narrative:
H10: the lot history reviews were performed for five of the eight complaints. A lot history review could not be performed on three of the eight complaints, as the lot number was unknown. The devices for the eight malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for seven of the eight complaints. The investigation of six of the eight the reported malfunctions confirmed for filter tilt and retrieval difficulties. One investigation confirmed for retrieval difficulties and was inconclusive for filter tilt. Another investigation was inconclusive for filter tilt and retrieval difficulties. A root cause has not been determined. The devices are labeled for single use. H10: d4 (corporate lot number: gfxf2751, gfyf1958). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty to remove and malposition (tilt) of device. This information was received from various sources. All eight malfunctions were involved patients with no reported consequences. The eight patient's ages were ranged from 42-76 years , six patients were female, one patient was 60 kgs, and two patients weight ranged from 182-190 lbs. There was no other information provided for all the patients.

Manufacturer narrative:
H10: the product catalog number of one of the malfunctions was updated to md800j. H10: the lot numbers were provided for 6 malfunctions and the lot history reviews were performed. The devices for the eight malfunctions have not been returned to the manufacturer for evaluation; however medical records were received and reviewed for all the eight malfunctions. Five malfunctions were confirmed for filter tilt and difficult to remove. Two investigations are confirmed for difficult to remove but inconclusive for filter tilt. The remaining one malfunction is confirmed for filter tilt and difficult to remove, additionally it was determined to have and also confirmed for perforation (a0101). Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gfxf2751, gfyf1958, gfwi3141, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the product catalog number of one of the malfunctions was updated to md800j. H10: the lot history reviews were performed for six of the eight complaints. The devices for the eight malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for all the eight complaints. The investigation of six of the eight the reported malfunctions confirmed for filter tilt and retrieval difficulties. Two investigations confirmed for retrieval difficulties and were inconclusive for filter tilt. A root cause has not been determined. The devices are labeled for single use. H10: d4(corporate lot number: gfxf2751, gfyf1958, gfwi3141, unknown), g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty to remove and malposition (tilt) of device. This information was received from various sources. All eight malfunctions involved patients with no reported consequences. The eight patients ranged from 42-76 years of age, six patients were female, one patient was 60 kgs, and two patients weight ranged from 182-190 lbs. There was no other information provided for all the patients.

Manufacturer narrative:
The devices for the eight malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received. The investigation of the reported malfunctions is currently underway. The devices are labeled for single use. Corporate lot number: gfxf2751, gfyf1958.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficulty to remove and malposition (tilt) of device. This information was received from various sources. All eight malfunctions involved patients with no reported consequences. The eight patients ranged from 45-75 years of age and 130-190 lbs. Of the reported patients, five were female and the remaining three patients¿ sex were not reported.